Event description:
The patient had a primary knee surgery on (B)(6) 2017. On (B)(6) 2020 the patient came in reporting pain due to a loose femur that was caused from falling. The surgeon revised the femoral component and liner. The surgery was completed successfully. Presently, on (B)(6) 2024, the patient came in reporting instability and the cause is unknown. The real issue was the patella dislocating lateral and he was focused to address that. He cut the patella out and didn't put another patella in. The surgeon addressed the patella tracking issues with suture and tissue tightening and re-alignment and revised the liner with one of the same thickness. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 10 dec 2024: lot 164132: (B)(4) items manufactured and released on 06-oct-2016. Expiration date: 2021-09-22. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.